Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non-us event; the event occurred in (B)(6). The consumer stated that upon removal, the tip of the tampon was very loose, and she was afraid there may be pieces of the tampon inside of her. She did inspect, but found nothing. She did not use another tampon after that. The consumer stated that on the next day, she found on her pad, a long piece of the tampon that had come out of her. She is feeling fine and doesn't think there are any other pieces inside of her.